Event description:
The facility's biomedical engineering dept reported the pump to have an 812:02 failure code. Info was not provided regarding whether or not the device was in use when the reported failure code occurred. Although attempts were made by baxter service to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, patient injury, age of pt, or medication involved. No additional contact info was provided.